Event description:
Rec'd info stating customer believed the t:slim had delivered a bolus while sleeping. During troubleshooting with the customer, the customer reported that he had delivered the bolus but forgotten that he had done so. When customer had checked pump history, it appeared as though a bolus had been delivered while the customer was asleep; however, the customer had not changed the time on the pump. Customer's blood glucose levels were under control and customer was confident that the pump would not delivery a bolus w/o a command.

Manufacturer narrative:
No product returning for eval. Attempts were made to retrieve all available info. Should new info become available, a f/u MDR will be submitted.